Event description:
Information received that the bed head up section would not go up. No injury reported.

Manufacturer narrative:
Technician found that the bed head up section would not raise, due to a bad valve solenoid. Replaced the valve solenoid to resolve the issue.